Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited a loss of ventricular output and the patient appeared to have a long asystole episode then the escape rhythm came back in. The patient was admitted to the hospital for a device change out procedure. On (B)(6) 2016 the device was successfully explanted and replaced. The patient was in stable condition post surgery.